Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with challenger. It was reported that during laparoscopic surgery, the clip bar attached to the chalenger fell from the forceps found inside the patient. The surgeon had to retrieve the bar using another pair of pliers. There was no patient harm. Additional information was not provided nor available / was not available. Additional patient information is not available. The adverse event / malfunction is filed under aag reference (B)(4).

Manufacturer narrative:
Investigation results: visual investigation: the products pl520r and pl536r arrived in a clean status without visible damage. The cartridge pl579t arrived in a clean status with wrong positioned clips. We made a visual inspection of the products. Here we found a service maintenance date with "2019-07" . Additionally we detected wrong positioned clips. Furthermore, the service was not adhered to. No error can be detected on the production side. Batch history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigations results there is CAPA is not necessary.

Manufacturer narrative:
Additional information: two involved components (applicator for clips) were added to the complaint. Pl536r - shaft compl.d:10mm l:370mm - lot unknown; pl520r - challenger ti-p handle - lot unknown. Investigation results: the device was not provided for investigation. The device quality and manufacturing history records have been checked for the available lot number and found to be according to our specifications valid at the time of production. No similar incidents have been filed with products from this batch. Based on the quality standard and the device history records, a material or production related error can be excluded. Therefore, the root cause of the error is most probably usage related. A usage related error cannot be excluded, e.g. Due to improper handling or an overload situation. A possible root cause is an insufficient inserting of the cartridge or a too fast application of the clips. Malfunctions can also be caused by incorect assembling or a damaged applicator. The applicator was not provided for testing and investigation. The instruction for use (IFU) must be observed during assemling and usage.